Event description:
It was reported that the pt heard squeaking of implant when walking. He went to the doctor and revision was suggested.

Manufacturer narrative:
The hospital was unwilling to provide the device and medical/clinical info for evaluation of the reported event.